Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure of a pt. During the introduction of the device into and through the scope, resistance was felt. The resistance was not associated with any other device. The device was not able to be advanced through the scope and into the pt, as the device was stuck inside the scope. The delivery system and the scope were removed from the pt. The scope was then reintroduced into the pt and the procedure completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the introduction of the device into and through the scope, resistance was felt. The resistance was not associated with any other device. The device was not able to be advanced through the scope and into the patient as the device was stuck inside the scope. The delivery system and the scope were removed from the patient. The scope was then reintroduced into the patient and the procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Note: this report is a supplement to manufacturer report # 3005099803-2009-05182 since the initial report was filed, the device has been evaluated. Details outlined. On july 20th, 2010, an error was identified in the follow-up 001 report. The corrected data is outlined.

Manufacturer narrative:
Stuck in scope. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Corrected data: device evaluation: in addition to the investigation results reported to the FDA on (B)(4) 2009, further evaluation of the device revealed that the stent was returned for analysis and that the distal end of stent was also found collapsed/deformed. (B)(4)